Event description:
As reported (B)(6) 2014, a patient of unknown age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The patient suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
Returned for evaluation was one 5f dual lumen piccs the customer's reported complaint description could not be confirmed. The root cause for the reported defect cannot be determined. A visual review of the PICC catheters noted no defects. When physically manipulating the extension legs, the blue hub is not fully adhered on the sample. The customer's reported complaint description of leaking at the hub is confirmed. Although the complaint description is confirmed, a root cause cannot be definitively determined. A lot history record search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).